Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they were getting an injection last month and they had asked hcp about ins longevity. Pt said that they've had rep who was going be coming out to connect her machine to the ins and check the ins battery life. Pt said that their first ins was non-rechargeable and then they went to a rechargeable ins but then they got into an accident and the ins had to be taken out since the leads were broken from the accident. Pt noted that their current ins was their second rechargeable ins. Pt said that the accident occurred in january 2010. Pt said that liz was looking at the leads after the accident and said that the leads would need to be replaced but the whole unit would be replaced since the non-rechargeable ins battery was already down. Pt confirmed that liz was made aware of the issue in january 2010 when the rep went to their pain doctor's office and hooked up her machine and saw that the leads had been broken. Pt said that they got rear-ended by three cars and that their body took the full force of the accident and that's when the leads were popped loose and moved. Pt said that the rep said that there were too many electrodes gone so it was best to replace the leads. Pt said that they were recharging their current ins every other day and that they hadn't turned the ins off since the ins was implanted so the ins was running 24/7.

Manufacturer narrative:
Continuation of d10: product ID 3888-45 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2010 product type lead product ID 3777-75 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2010 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3888 -45, serial/lot #: (B)(4), product ID: 3777-75, serial/lot #: (B)(4), ubd: 01-mar-2011, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.